Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It has been reported that after connecting the catheter, the monitor displayed "check catheter connection." The catheter was replaced. No patient injury or problems resulted.